Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician encountered setscrew issues while trying to reposition the atrial lead on the first post implant day of the implantable pulse generator (ipg). It was noted that the operator was unable to re-screw the lead once the repositioning was completed. It was further reported that the right atrial (ra) lead had dislodged post-implant. The implantable pulse generator (ipg) was extracted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.